Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
The customer found the bag of product 328820 that was sealed as if it had been used and had been resealed. The customer used needle 328820 with the meso neo glutanex and found a black stain inside the syringe. The customer has used this needle with this drug before but has never noticed any abnormalities as reported above. The customer has not found any abnormalities in his body after using it and has contacted the pharmacy to exchange for a new bag of the product. Xxxxx